Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty of the superficial femoral artery (sfa), an advance 18 lp low profile balloon catheter ruptured and separated. The balloon ruptured during inflation within the sfa and became stuck on intravascular calcium. While removing the balloon catheter from the patient, approximately eight centimeters of the balloon material and the radiopaque catheter tip separated and was retained in the vessel. The user was unable to snare the separated fragment from the patient; therefore, a stent was deployed across the site of the retained material to ensure patency of the vessel. Additional information has been requested.

Event description:
Additional information was received 01oct2025. Another manufacturer¿s 6-french sheath was used during the procedure. The vessels were highly calcified. An unspecified inflation device was used to inflate the balloon one time to eight atmospheres, for around one minute; however, the balloon ruptured. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. It is unknown if the balloon ruptured circumferentially or longitudinally, as the balloon caught on sharp calcium upon removal through the sheath, subsequently severing the distal eight centimeters of the balloon. Because the balloon had ruptured, negative pressure was not maintained upon removal of the device, and a counterclockwise rotation of the device was not conducted during removal. Reportedly, ¿there was some pulling to remove the balloon.¿ per the reporter, the patient did not require additional procedures due to the event, as the patient would have likely needed a stent anyway, and there have been no adverse effects to the patient.

Manufacturer narrative:
Additional information: b5. Summary of event: as reported, during a procedure involving angioplasty of the superficial femoral artery (sfa), an advance 18 lp low profile balloon catheter ruptured and separated. The balloon ruptured during inflation within the sfa and became stuck on intravascular calcium. While removing the balloon catheter from the patient, approximately eight centimeters of the balloon material and the radiopaque catheter tip separated and was retained in the vessel. The user was unable to snare the separated fragment from the patient; therefore, a stent was deployed across the site of the retained material to ensure patency of the vessel. Additional information was received 26jun2025. The procedure involved angioplasty of the right lower limb (superficial femoral artery). ¿some¿ resistance was encountered upon removal of the balloon catheter through another manufacturer¿s sheath. Per the reporter, placement of the stent reduces further options for opening vessels in the future. The patient was not hospitalized. Additional information was received 01oct2025. Another manufacturer¿s 6-french sheath was used during the procedure. The vessels were highly calcified. An unspecified inflation device was used to inflate the balloon one time to eight atmospheres, for around one minute; however, the balloon ruptured. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. It is unknown if the balloon ruptured circumferentially or longitudinally, as the balloon caught on sharp calcium upon removal through the sheath, subsequently severing the distal eight centimeters of the balloon. Because the balloon had ruptured, negative pressure was not maintained upon removal of the device, and a counterclockwise rotation of the device was not conducted during removal. Reportedly, ¿there was some pulling to remove the balloon.¿ per the reporter, the patient did not require additional procedures due to the event, as the patient would have likely needed a stent anyway, and there have been no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured and separated, with only 2.9-centimeters of the balloon remaining on the shaft. The inner lining of the balloon catheter was exposed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to this event, as the vessels were reportedly highly calcified, and the balloon caught on sharp calcification. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 26jun2025. The procedure involved angioplasty of the right lower limb (superficial femoral artery). "Some" resistance was encountered upon removal of the balloon catheter through another manufacturer¿s sheath. Per the reporter, placement of the stent reduces further options for opening vessels in the future. The patient was not hospitalized.

Manufacturer narrative:
Additional information: a2, a3, a5, a6, b5, d9, d10, e1. A5: "british". E1: phone: (B)(6). Facility: (B)(6) hospital. Address: (B)(6). H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.